Event description:
It was reported by the customer that the unit will not pressure above 20 cm. No patient involved.

Manufacturer narrative:
The returned unit was evaluated and found to be out of calibration and the reported condition confirmed. The investigation pointed to signs of a lack of overhaul or regularly performed maintenance. A routine overhaul was performed and the unit was returned to the customer. A device history record review found no nonconformance that cause or contribute to the reported issue. A service history review found that the unit had no record of returning for overhaul. A review of the complaint history indicates no significant trend. Trending will continue to be monitored. A review of the user manual indicates, "after 2 years of usage, the millennium ventilator should be overhauled. This overhaul must be performed in order to assure system functionality and reliability. The overhaul procedure, as outlined in the millennium service manual, may be performed only at the home offices of sechrist industries or by personnel trained and authorized by sechrist industries." And a warning states, "if the ventilator fails to meet any design specifications, it should be removed from use." And "all alarms must be properly set when using the sechrist millennium."

Manufacturer narrative:
The investigation is currently underway. Once complete, a follow up report will be submitted.